Manufacturer narrative:
Additional information: the product was not returned for evaluation; however, a photo was received. Device evaluation: a customer photo was provided and evaluated. The photo displays the suspect handpiece and the plunger rod can be observed to be fully advanced. The suspect lens can be observed on top of the handpiece tray holder; one haptic can be observed to be damaged. Due to no product received, no further evaluation could be performed and no other issues could be identified. The complaint issue haptic damaged was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue stuck in cartridge was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). . Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded toric intraocular lens did not move in front of the cartridge during the advancing step of the simplicity loading process due to a haptic break. The patient had contact with the cartridge tip. So, surgeon changed another spare iol with the same diopter. No other information was provided.